Event description:
It was reported by the physician that the observed bradycardia for this patient was most likely caused by a medication change and a repeat holter test is unnecessary.

Event description:
An adverse event form was received for a study patient indicating that the patient experienced sinus bradycardia. The physician indicated that the bradycardia was possibly related to device stimulation and was mild. The patient did not experience any symptoms related to sinus bradycardia. Treatment was not changed and the event did not cause the patient to discontinue the study. The event was noted to be ongoing. A repeat holter monitor is planned. Attempts to obtain additional relevant information have been made and unsuccessful to date.

Manufacturer narrative:
.